Manufacturer narrative:
On 02-apr-2018, a field service engineer (fse) checked the error log and verified the reported 2300 s. Loader step feed failure error messages on the aia-900 instrument. The fse adjusted the sensor s071 for proper sending of the end of the rack marker. The fse also adjusted the timing for the x1 belt for proper position of the flag to the sensor for the x1 motor. The fse then proceeded to verified proper operation of the sample loader by running several racks with the end of the marker and all ran without any further errors. The aia-900 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. The aia-900 instrument, serial number (B)(4), was installed at the account on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed from (B)(6) 2018 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: the 12.2 error messages and corrective action: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. The 2300 s.loader step feed failure: cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported issue was due to the sensor end of the marker flag needing adjustment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported getting 2300 s. Loader step feed failure error messages on the aia-900 instrument. The customer reported that the error had occurred four (4) times and stopped the sampling process. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. In the initial report under section h.10 the device installed date was listed as 19-mar-2018; the correct installed date is 01-nov-2017. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.